Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to dehydration. Customer was treated through intravenous fluids and insulin drip, and released from the hospital on (B)(6) 2014. Pump passed delivery system check.